Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient stopped receiving effective therapy. An impedance check revealed high impedance on multiple contacts. Multiple programming sessions were attempted to no avail. X-rays may be undertaken. As a result, the patient will undergo surgical intervention.